Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a left subclavian access the patient suffered cardiac arrest, and was resuscitated. It was noted that the patient had suffered right sided infection in the past and only superior left subclavian access was available but with severe stenosis and collateral circulation. The patient was finally stabilized and was hospitalized in the intensive care unit. This right ventricular lead was not implanted and it was noted that the cardiac chambers could not be reached with any material. No additional adverse patient effects were reported. It was noted that the lead was discarded and the patient remains hospitalized.